Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked battery compartment. This report is made based on the results of an investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 08/28/2014 with the following findings: moisture visible in display. Pump fails to power on. Unable to perform all testing steps due to no power to pump. Battery compartment is cracked. Leak test verifies leak in battery compartment. Pump opened and moisture damage found on printed circuit board, and the internal battery was found to be leaking. (B)(6).